Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad broke during surgery. The surgical technique was utilized; there was no surgical delay. There were no foreign bodies retained. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Complaint can be confirmed. Visual examination of the returned product identified signs of use as well as wear and tear. The head has dents and gouges across the face. The quick connect insert is scratched up from use. The head of the femoral impactor has also fractured into multiple pieces. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 8 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.